Event description:
The device was used during an laparoscopic appendectomy. Reportedly, when the bag was opened, the bag fell from the ring into the patient. The bag was retrieved. Another device was used to finish the procedure.